Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their previous implant slipped out of their pocket and laid perpendicular to their sciatic nerve for 18 months. Pt stated that they had severe nerve pain all over their entire leg and using the therapy made the nerve pain 10 times worse. Pt mentioned they don't ever turn the stimulation on unless they are doing long drives cause it actually causes more pain. Pt noted that the therapy helped with their back pain and muscular pain, but it made their nerve pain ten times worse. Pt mentioned they have severe nerve pain on their left leg. Pt said that the muscle wraps around the sciatic nerves and when the nerves get affected, the muscle gets tight and that's why they were having mris. Pt also mentioned the healthcare provider (hcp) ordered the MRI of their hip and was trying to find out where the nerve was affected. When asked for event date, pt mentioned the issue began 2 years ago. The pt was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.